Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was implanted in a 50:50 a/v position and mild to moderate pvl was noted. The pvl was expected as the patient¿s annulus was too large for the 29mm sapien xt valve. Seven weeks later, the patient presented to the hospital with heart failure and it was decided to treat the pvl by placing vascular plugs or post dilating the valve. Vascular plugs were attempted without success. The valve was post dilated with a 30mm x 5mm zmed balloon, but there was no change in the pvl. A second 29mm sapien xt valve was deployed 1-2mm more ventricular than the first valve, in a 40:60 a/v position, and the pvl was reduced to trace. The pvl was attributed to valve under-sizing. The recommended area for a 29mm sapien xt valve is 530-660mm2. The patient¿s annulus measured 670mm2 by CT.

Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was implanted in a 50:50 a/v position and mild to moderate pvl was noted. The pvl was expected as the patient¿s annulus was too large for the 29mm sapien xt valve. Seven weeks later, the patient presented to the hospital with heart failure and it was decided to treat the pvl by placing vascular plugs or post dilating the valve. Vascular plugs were attempted without success. The valve was post dilated with a 30mm x 5mm zmed balloon, but there was no change in the pvl. A second 29mm sapien xt valve was deployed 1-2mm more ventricular than the first valve, in a 40:60 a/v position, and the pvl was reduced to trace. Twelve days post tavr procedure, the patient expired. The patient had a left lobe collapse, pneumonia, and encephalopathy. The patient continued to deteriorate, was taken off bypass and placed on comfort measures. The pvl was attributed to valve under-sizing. The recommended area for a 29mm sapien xt valve is 530-660mm2. The patient¿s annulus measured 670mm2 by CT.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, valve under-sizing is a likely contributing factor for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4)y basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.